Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2021, described as ¿recently¿. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that the device had not delivered the complete medication dose to the patient as it was discovered that approximately half the medication was still in device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation containing 30ml of residual drug fluid. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified during testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.